Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. The event was resolved by explanting and replacing the rv lead. Following the explant, insulation abrasion was visually observed on the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead abrasion and sensing noise were confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil at proximal to the suture sleeve tied down impressions. The cause of the reported events was isolated to external abrasion consistent with friction to the device can.